Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the system umbilical cable was damaged and required replacement. However, the customer has not chosen to replace the cable at this time, so no replacement has taken place. No parts have been replaced, so no parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that the imaging system image acquisition system (ias) was unable to connect to the system mobile view station (mvs). There was no patient present when this issue was identified. No additional details were provided.